Manufacturer narrative:
The technician investigated and found nothing wrong with the bed, he checked all functions and the side rails are latching.

Event description:
The account alleged the side rail will not stay up and is not latching. No patient impact.